Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a disconnection of their patient line from their transfer set while performing peritoneal dialysis therapy on their homechoice device. The patient was connected to the homechoice during dwell. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.